Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported early elective replacement indicator (eri). The device was explanted and returned to cpi for analysis.